Manufacturer narrative:
The drain was received and visually inspected. The drain was found to have a crack in the lower left corner of the cover. This is indicative of damage incurred during shipping and/or handling. A device history record review was performed and the drain lot was found to have met all specifications. Drains are 100% leak tested with an automated system and then inspected by each operator as it progress down the production line. The damage/crack in the drain would not have passed the manual and automated inspection processes on the production line. The instructions for use (IFU) states in the precaution section "do not use if package is damaged". Engineering summary/conclusion: the root cause appears to be that the damage was caused either by shipping or some type of impact seen at the user facility.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR: 1219977-2016-00226.

Event description:
Report stated that the drain was cracked. No further information was provided.